Event description:
The patient stated his infusion device gave the 09 (technical inspection due) but he did not receive the prior 8x (technical inspection alert). The patient does not have a backup infusion device and he stated he would go on injection therapy until his replacement device arrives. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will be returned for evaluation.